Event description:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adverse event ("my issues went away mostly. No tugging or pulling") and asthenia ("I have so much more energy"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain had not resolved, the adverse event was resolving and the asthenia had resolved. The reporter considered adverse event, asthenia and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adverse event ("my issues went away mostly. No tugging or pulling") and energy increased ("I have so much more energy"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain had not resolved, the adverse event was resolving and the energy increased had resolved. The reporter considered adverse event, energy increased and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.